Event description:
It was reported after a lead was repositioned that the patient had multiple reprogrammings which were not successful. The physician decided to add a second lead to improve the stimulation in the pain area. Another reprogramming was necessary in order to adjust the stimulation. Symptoms included pain at an unknown location. It was noted there was better analgesic efficacy of the stimulation on the knee. Reference manufacturer report # 3007566237-2013-02042 for report on previous lead repositioning.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012- product type: lead. (B)(4).